Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The device has been received for evaluation; however, device evaluation is not yet complete.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer re-loaded the cartridge to resolve the issue. Customers blood glucose level was 120 mg/dl.